Event description:
Account reported discrepant results for four patient samples as follows: initial creatine 0.4mg/dl repeated as 1.1, initial %hba1c 9.1 repeated as 6.7, initial creatinine 1.3mg/dl repeated as 3.3mg/dl, initial albumin 3.1g/dl repeated as 1.3 g/dl. No adverse events were reported in association with this issue. The field service rep found a valve was malfunctioning and repaired the instrument.